Event description:
It was reported that the esc and act buttons on the insulin pump were unresponsive. Customer also mentioned that the numbers on the insulin pump were ramping without input. Customer then stated that there were cracks from the top left of the screen up to the corner. Customer's blood glucose reading at the time of the call was 4.6 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. No unexpected ramping numbers noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.